Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial subsidence and loosening. Loosening occurred at the cement/implant interface. Competitor cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/12/2016: medical records received. After review of the medical records the revision operative note indicated bone loss, instability, osteolysis, tibial component loosening, and the femoral component (unknown interface) was starting to become loose. The insert and femoral component will now be reported. This complaint was updated on: 11/2/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Review of patient x-rays confirmed tibia loosening at the cement/implant interface and tibia subsidence. Patient medical records were reviewed and with the limited amount of information provided, it cannot be determined that the implants contributed to the reported events. The patient was reported to be a (B)(6) morbidly obese female with a bmi of (B)(6). Obesity tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the knee replacement. It is not known to what extent, if any, the patient¿s excessive weight had on the reported events. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.